Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily tortuous and heavily calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Correction h11- additional MFR narrative updated. Visual inspection and scanning electron microscopy (sem) analysis were performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot.the investigation determined the reported difficulty advancing the device appears to be related to operational context; however, a conclusive cause for the reported balloon rupture could not be determined. It was reported that the bdc interacted with the heavily tortuous and heavily calcification anatomy resulting in the reported difficulty advancing the device. Although sem analysis indicates the rupture may be attributed to material/processing discrepancy, per manufacturing engineering, there is no indication of material bad performance along the different manufactured lots. Per manufacturing engineering, possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery (cfa) with heavy calcification and heavy tortuosity. The 6.0x60mm armada 35 balloon dilatation catheter (bdc) had resistance during advancement with the anatomy and ruptured during the first inflation before reaching nominal pressure. The device was prepared per instructions for use (IFU). Another abbott balloon, jade, was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.